Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose reached 562 mg/dl due to issue. Customer treated high blood glucose with correction injection using multiple daily injections. Reportedly, the customer changed infusion set and cartridge and resumed insulin.